Event description:
The reporter stated that a patient with acute myeloid leukemia (aml) had an initial peripherally inserted central catheter (PICC line) in place for about seven days. Routine dressing changes, including biopatch were done. The PICC line was removed and replaced on (B)(6) 2012. The patient immediately complained of burning and pain at the insertion site which was attributed to line placement. When the dressings were removed two days later, there was sloughing of the skin in a biopatch circular formation. The biopatch was removed. The site was then cleaned daily with betadine. There was improvement seen in healing of the area over the next two days. The precise product catalogue number was not provided.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.